Event description:
Patient had a right femoral coolguard catheter. The ns bag from the coolguard machine was nearly empty and a new bag was spiked (approximately around 1800). Assessed patient for signs/symptoms of leakage; none were noted. No leakage was noted at the site of the catheter, on the bed, on the floor, or from the tubing. The line was changed and there was still leakage, so it is believed to be a catheter leakage. No patient injury except for the patient required a replacement central line. Manufacturer response for coolguard catheter leakage, coolguard catheter (per site reporter): staff documented equipment returned to zoll for inspection.